Event description:
It was reported that there was intermittent capture, high lead impedance of 9999 ohms, noise with arm movement, and sensed events were marked but not paced. It was also noted that the patient had fallen recently. The lead was removed from service. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.